Event description:
It was reported that on (B)(6) 2022, a 26mm amplatzer septal occluder successfully implanted to close an atrial septal defect (asd). During the procedure, the device was sized using an amplatzer sizing balloon, and the device was implanted using a 10f amplatzer trevisio intravascular delivery system. The patient remained hemodynamically stable throughout the procedure. Later in the afternoon, the patient experienced dyspnea, hypotension, and palpitations. It was discovered on transthoracic echocardiography (tte) that the device had embolized into the right ventricle. The patient was transferred to a different hospital for surgical removal of the device and surgical repair of the defect. The cause of embolization was unknown. The patient was reported to be recovering. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolized into the right ventricle was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the initially filed information, it was reported that the atrial septal defect was measured to be approximately 25mm. It was also reported that the sizing balloon was not overinflated beyond sensation of the shunt.